Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to wandering baseline. Review of the device data revealed that this device exhibited oversensing of atrial fibrillation (af). After the shock the rhythm was noted to have accelerated to a ventricular fibrillation (vf). Technical services (ts) recommended further evaluation to confirm system integrity. This system remains in service. No adverse patient effects were reported.